Event description:
As reported by the field clinical specialist (fcs), approximately years post tavr procedure with a 29mm sapien 3 valve, the valve is currently in the process of redo thv workup due to leaflet motion restriction with trace posterior paravalvular regurgitation. The gradient across the prosthetic aortic valve is above the expected range. The aortic valve peak velocity is 3.5 m/s. The velocity ratio is 0.23. The mean gradient is 27 mmhg. The team is unable to see if there is pannus versus thrombus.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Additional information added to b5 and correction to h6 based on additional information received.

Event description:
Per additional information received via medical records provided, the patient's thv is exhibiting leaflet motion restriction and increased gradients. The patient presents with heart failure symptoms and is undergoing evaluation for tavr vs. Savr.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for leaflet motion restricted-in patient and increased gradients were confirmed based on the medical records received. Leaflet motion restricted in patient that develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restricted in patient may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause is unable to be determined at this time. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the restricted leaflets can reduce the valve eoa (effective orifice area), and also obstruct the blood flow through valve, leading to increase gradients. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.